Manufacturer narrative:
A ge rep conducted an onsite investigation. The output cable from the left screen was used with the right screen. No further info is available.

Event description:
The customer reported that the left screen was broken and the right screen would not work on the 7900 system. No pt injury was reported.